Event description:
A malfunction alarm, identified by the code malf 16, was reported, but no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer will use multiple daily injections for insulin delivery as a backup therapy, and tandem technical support is sending a replacement pump. The caller was instructed to put the pump into storage mode before returning it with a prepaid label within 10 days.